Event description:
The patient was unable to adjust stimulation and also had a por (power on reset) condition. Three days later, the patient's programmer had an eos/eol (end of service/end of life) message. The patient wondered if radiation therapy would deplete the device battery. When battery longevity tests were reviewed, it was stated that according to the patient's programming parameters, there was normal depletion.

Manufacturer narrative:
(B)(4).